Event description:
Following pump replacement the patient experienced withdrawal symptoms; he was without his full dose and was vomiting. The personal therapy manager (ptm) device had not been properly decoupled from the previous pump and coupled with the new pump and an error message was displayed. The healthcare provider was able to couple to the new pump and give the patient a bolus. The pump contained fentanyl, hydromorphone, and compounded baclofen. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Explanted: product ID 8709 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported patient status/outcome as "no injury" and further stated that the patient was "doing fine". A follow-up report will be sent if additional information becomes available.